Manufacturer narrative:
A ge service representative performed an on site investigation and retightened the power plugs and connections. The system was then found to be operating as intended.

Event description:
Customer reports that the power plug had to be moved around in order for the system to turn on, causing the system to intermittently not boot up. No patient injury was reported.